Event description:
The customer contacted baxter's technical service center regarding a system error 2240, which occurred on the homechoice machine during use, during dwell. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient's wife on (B)(6) 2011 in regards to the system error 2240 alarm and she said the patient was able to resume therapy after starting over with new supplies. She said they did not notice anything wrong with the previous supplies. She did have a companion sample available and a lot number, h11f15150. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A evaluation of the companion sample was conducted and no issues were found related to the reported condition during the evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.